Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) was explanted and replaced due to normal battery depletion. There were no injuries and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # b0399566k, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 7489000103, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension; product ID 7489000103, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # b0378768k, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 7489000103, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension; product ID 7489000103, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # b0378768k, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # b0399566k, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead. (B)(4). Analysis of neurostimulator model 7427, serial # (B)(4) showed no significant anomalies with good, stable output was observed. However, it was reported that the battery had depleted to a low condition. Analysis of extension model 7489000103, serial # (B)(4) showed that there were 2 breached depressions in the outer insulation to the #2 conductor 41.8 cm from the distal end. The extension had good continuity on all circuits with no shorts observed between the circuits. Analysis of extension model 7489000103, serial # (B)(4) showed that there were 2 breached depressions in the outer insulation to the #0 conductor 42.7 cm from the distal end. The extension had good continuity on all circuits with no shorts observed between the circuits. Analysis of lead model 3478a-56, serial #(B)(4) showed that the #3 conductor was broken at the #3 electrode weld site. The conductor coils were crushed in multiple locations (suspected explant damage). There were breached cuts in the outer insulation at multiple locations. Good continuity was seen on electrode #0, #1, and 2 circuits. The continuity on electrode #3 was reported as intermittent. No shorts were observed between any of the circuits. Analysis of lead model 3478a-56, serial #(B)(4) showed all 4 conductors were broken 12.8 cm from the distal end. The conductor coils were crushed near the distal end. All circuits were observed to be open and no shorts were seen.